Event description:
It was reported that during an implant attempt, the right ventricular [rv] lead was difficult to position and the helix would not fully extend. The lead was not implanted and another rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. The outer tubing overlay had blood/body fluid and a breached cut. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant.